Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned with the closure device being successfully implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient had a small pericardial effusion that was noted post procedure. This effusion slowly increased over 5 to 6 days until it was a large pericardial effusion with cardiac tamponade. Due to the location being posterior in the appendage of the patient the physician could not perform a pericardiocentesis and instead a pericardial window was performed. 500cc of dark bloody fluid was removed from the patient. The patient has fully recovered from these events with the effusion resolving following the treatment. The patient has since been discharged from the hospital in stable condition.